Manufacturer narrative:
Corrected sections: b-5 - describe event or problem; h-6 - patient codes . Corrected b-5 to reflect the corrected updated information corrected h-6 from "no patient involvement" to "no consequences or impact to patient" (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of heavy blood and charred tissue material was observed on the jaws. Sign of blood were observed on the handle of the harvesting tool. The heater wire was flexed away from the hot jaw with no sign of detachment. The silicone insulation on the cold jaw was partially torn away from the tip with detachment. The detached piece of silicone insulation was not returned. No other failures were confirmed. Based on the condition of the device as found, the reported failure "melted; jaw" was not confirmed but confirmed reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" were confirmed. The DHR for the hp1 subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during procedure for an endoscopic vein harvesting procedure, vasoview hemopro while cutting out a stuck vein, the insulation on the tip of the cautery burned and broke. A replacement device was used to complete the procedure. There were no consequences or impact to the patient..

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was taken out of the box and that is when they noticed it was broken. A small section of insulation was missing and they were concerned about a potential to shock the staff. A replacement device was used to complete the procedure. No patient involvement.